Event description:
It was reported via the sales rep that the blade broke at the locking mechanism during a total knee replacement. The broken pieces did not fall into the surgical site. There was no patient injury reported. The procedure was completed successfully using another device.

Manufacturer narrative:
Device not returned for evaluation as yet. Workorder documentation requested to review manufacturing history of the product. The investigation in to this potential issue is ongoing.